Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of an "error code 507". This condition has the potential to cause an interruption of delivery. This condition was found in the intensive care unit department. This event occurred during programming/setup. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is vista minor(5.03.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with an failure code of 507 was not confirmed during product evaluation, however fc 545:320:844:0000 was assigned as the confirmed problem. The determined condition was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to defective user interface module print circuit board. The user interface module print circuit board was replaced to correct this condition. Failure code 545:320:844:0000 is a battery charge level indicator (high true rms voltages are out of range). A service history review revealed that this device was serviced once for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.